Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by patient's family member that patient's implantable pulse generator (ipg) "didn't last long". Patient died due to an unknown cause of death approximately five years after the implant of the ipg .